Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's pulse generator exhibited backup vvi operation. It was noted that the patient recently had a merlin.net transmitter update performed and it was suspected that the transmitter caused the backup vvi operation. Patient presented in clinic and the device was successfully restored. Cybersecurity update was discussed. No further information was reported.